Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19025. It was reported that the patient was experiencing ineffective therapy. X-rays revealed that there was a possible fracture on the patient's l4 lead. As a result surgical intervention was undertaken on (B)(6) 2022. During the procedure the patients l4 and l5 lead were explanted and replaced to resolve the issue.

Manufacturer narrative:
The report event of fractured lead was confirmed. As received, visual inspection showed the returned lead (b) found all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.